Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in pacing impedance measurements down to 252 ohms and loss of capture at high outputs. Fluoroscopy noted a kink at the tip of the lead. Surgical intervention was performed and the rv lead was repositioned successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in pacing impedance measurements down to 252 ohms and loss of capture at high outputs. Fluoroscopy noted a kink at the tip of the lead. Surgical intervention was performed and the rv lead was repositioned successfully. No additional adverse patient effects were reported.